Event description:
It was reported that the lead dislodged out of the coronary sinus approximately one month post implant. Based on follow-up received, the physician indicated that the patient was non-complaint and raised her arm above her shoulder less than one month post implant. Additionally, the physician felt that he did not tie the suture down well enough as the bulk of the lead body was pulled all the way back to the pocket. The lead was explanted and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted that the proximal conductor was distorted, the distal conductor had blood/body fluid (not obstructed), and there was apparent explant damage.